Manufacturer narrative:
A ge oec service representative investigated the issue and the problem was found to be a 24 volt power supply. The power supply was replaced and the system tested and found to be operating as intended. There was no reported patient involvement due to this system malfunction. The system was released to the customer for use.

Event description:
The ge oec 9900 fluoroscopy system displayed an interlock failure error message.